Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following a device change out the lead impedance was high and there was the presence of sensing integrity counts (sic). The lead remains in use. No patient complications were reported as a result of this event.